Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced damaged carriage block wiper seal causing error 351.6660. Rear case bottom front corners cracked, tube drive bent, wiper seal cracked, linear sensor fail pm. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/20/2017 to the present date 09/30/2020 and note that this device has been returned for service 1 time without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to customer damage of the wiper conductive plastic pot.

Event description:
It was reported that the device displayed error code - 351.6660. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed error code - 351.6660. No patient involvement.